Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last 1.5 to 2 weeks ago, the patient had a problem recharging the implantable neurostimulator (ins). Pts ins battery would not recharge since it would not keep contact, patient would be on the passive recharge mode screen and get 100 quality but it would not charge. Patient got messages that said rm03 call medtronic. The last few times when recharging the ins if the recharger was not position right even at excellent, their ins would heat up and get too hot. A request was sent to the repair department to replace the recharger telemetry module (rtm). An email was sent to registration to update address.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient replied in the letter that the issue was the device would not recharge and couldn't get connection. They said they called the manufacturer and issue was resolved. They were 125lbs weight when the issue was occurred.